Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that two pipeline devices had to be used because of the vessel tortuosity. Corelab reported wall apposition was not achieved with comment "protrusion of fd in aneurysm sac". Site has reported use of multiple pipeline devices due to "tortuous anatomy of right c4-c6.a second pipeline vantage was deployed proximal to the first to avoid parent vessel stenosis.". When sponsor subsequently queried site to confirm whether multiple device use was due to a device deficiency, site responded "the reason for using two pipeline devices was due to tortuosity of c4 to c7 internal carotid artery (ica) segments and also the large diameter distal and proximal segments. It was not due to device deficiency. It was a unique case in which the primary interventionist decided to overcome the possible risks of stenosis with a second pipeline." Per site assessment, wall apposition was achieved for both pipeline device. Baseline aneurysm characteristics: never ruptured, previously untreated, right c6 ica sidewall, saccular aneurysm height 7.7mm x width 5.7mm, max diameter 6.7mm, neck 5.6mm. Baseline aneurysm symptoms: localized headache. No patient symptoms or compl ications were reported. Additional information received reported site response ¿there is actual protrusion of the fd in the aneurysm sac but it was not due to dd. The actual reason for the protrusion was the aneurysm's anatomy. There were calcifications on the aneurysm's sac and the distal fd has actually a good apposition." Additional information received reported corelab image read, "pipeline braid hump deformation" at study procedure performed on (B)(6) 2022. "It was a complex case in which we had to place 2 pipeline vantage devices due to the specific anatomy of the patient. The wall apposition of the proximal part is not complete despite maneuvers made during the initial procedure, but as we noticed on day 180 and year 1 follow ups the aneurysm is occluded completely, the hump measures aproximately 1.5 mm, the parent vessels does not have a significant stenosis and the patient is still under dapt. The "hump" at the proximal part of the artery was most likely caused due to anatomical factors and much less likely due to device deficiency. Additionally, per corelab image read of the 6 month dsa/3d dsa/flat panel cta on (B)(6) 2022, the 'pipeline braid hump deformation' was still evident on imaging. No symptoms or actions taken reported by site in relation to the 'braid hump deformation'.